Event description:
It was reported that unspecified cgm issue occurred. The date of the event is an approximation. On (B)(6) 2026, the patient reported receiving a dexcom package that had sustained physical damage. An unverified reporter stated that the package arrived with damage inside; however, the type and extent of the damage were not known. At the time of the report, it was also noted that the patient was comatose a life-threatening event, though no information was provided regarding the circumstances or cause of this condition. The reporter declined to provide additional details. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause loss of consciousness.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on 02/26/2026. Technical support clarified that the patient experienced physical damage to a dexcom package. On 02/07/2026, an unverified reporter contacted dexcom to state that the package received that same day was ¿crushed,¿ describing it as ¿flattened like a pancake.¿ when asked for patient authorization, the reporter stated that the patient was currently in the hospital. No additional information was provided during that call. On 02/11/2026, an unverified reporter called again, stating that he had received an email from technical support indicating that the case had been closed. He requested clarification as to why. During the call, he reiterated that the patient was in the hospital but did not report any specific symptoms or issues related to the damaged package. No further details were provided. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.